Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a routine pulse generator change out procedure, the right ventricular lead exhibited low impedance. The lead was capped and replaced. The patient was asymptomatic before and after the procedure.